Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external dialysate leak was observed between the header and housing. The filter was replaced with another polyflux 140h. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the actual device and companion samples were received for evaluation. A leak test on the blood side was performed on the actual sample and 8 of the 32 companion samples, however, no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
B4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/21/2021.